Event description:
The airsense 11 CPAP from aeroflow has a known defective humidair11 water chamber. The water chamber when inserted per manual instructions has a high leak rendering the CPAP machine unable to be utilized. The tolerances for insertion are poor. The chamber has to be "slapped" in or pushed hard at an angle to achieve a tight seal. I was informed aeroflow is aware of the issue and is not offering replacements as the manufacturer is aware but does not have a solution at this time. "Aeroflow." Refer to add'l documents in i2k.